Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure balloon rupture occurred. The details of the lesion are unknown. The unknown size gladiator balloon was inflated and ruptured at twenty two atmospheres. The number of inflations is unknown. When the balloon ruptured it snapped in half and the physician proceeded to go in an snare the balloon out. No patient complications were reported and the patient's status is fine. Additional information has been requested but unavailable at this time.